Manufacturer narrative:
The device will not be returned for analysis as it is still implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Photos and dislocation report were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient is had a closed reduction approximately three months post-implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. It has been realized that the device involved in this incident is not manufactured by zimmer biomet. Therefor this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).